Event description:
The customer reported the subject device was leaking from the bending section cover. An olympus field service engineer (fse) visited the customer site to inspect the subject device, and it was observed the insertion tube was wrinkled, and the reported issue (leakage from the bending section cover) was confirmed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator and the inside of the light guide (lg) lens was found to be dirty. This report is being submitted for the malfunctions found during evaluation of the device (foreign material in the forceps elevator and dirty lg lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, the issues reported by the customer and the olympus fse were confirmed (leakage from the bending section cover and wrinkled insertion tube). The leakage was due to a cut in the bending section cover. In addition, service found there was a leak from the connecting tube due to a pinhole, the adhesive on the bending section cover was detached, the connecting tube was scratched, the grip was scratched, there was a cut on switch button #4, the universal cord was scratched, the scope connector was scratched, the bending angle in all directions was out of specification due to wear of the angulation wire, there was play in the right/left/up/down knob due to wear of the angulation wire, and the plastic distal end cover was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the user facility regarding the reported event (leakage from the bending section cover): the reported issue was observed during routine inspection of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility. Information provided in b3, b5, e1, e2, e3, and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.